Event description:
It was reported that after successfully completing a percutaneous coronary intervention procedure in a non-heavily calcified lesion in the moderately tortuous distal left anterior descending coronary artery using a 014 hi-torque (ht) balance middleweight (bmw) elite guide wire, when advancing a non-abbott intravascular ultrasound (ivus) catheter over the bmw elite guide wire, it felt as if the ivus became jammed against, or was scratching against the bmw elite guide wire; the ivus catheter was unable to be advanced or retracted over the bmw elite. Reportedly, the ivus catheter guide wire lumen had not been flushed during prep and it may have been hooked or caught on the most distal radiopaque marker of the bmw elite guide wire. The bmw elite and ivus catheter were withdrawn from the anatomy as a single unit and ivus was considered to be complete. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: other: boston scientific intravascular ultrasound catheter. (B)(4) - incorrect preparation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wire instructions for use (IFU) states: prepare the interventional device according to the manufacturers instructions. Be sure to flush the guide wire lumen before introducing the guide wire. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality based on the information reviewed, there is no indication of a product deficiency.